Event description:
It was reported that during a laparoscopic cholecystectomy the clip applier was fired successfully several times and then began to produce clips that were scissoring. There was no pt consequence. One device returning.